Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5. The additional evaluation findings were as followed: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, paint on air water-cylinder was peeled, universal cord had a scratch, universal cord had a wrinkle, protector of universal cord on suction connector side had a scratch, control unit had discoloration, objective lens had a scratch, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, probe cover had a scratch, and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the water channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.